Manufacturer narrative:
The device was not available for evaluation. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device conformed to specifications when shipped. Replacement of the external water filters may have resolved the water flow problem. It is likely that clogged external water filters caused the water in the reprocessing basin is weaker than before. The filters may not have been replaced in recommended period of time, causing the clogging. However, it cannot be conclusively determined as there was no report from the customer on frequency of the filter replacement. Design of the device or manufacturing cannot be confirmed as factors to cause of the event.

Manufacturer narrative:
Due diligence for additional information was executed. During troubleshooting the customer wanted the device cycle time of 31 minutes to be reduced. Guidance was given to the customer that increased cycle time, pointing to a weaker flow of water than expected, indicates that water filters need replacement. The device internal water filters were replaced in (B)(6) 2020; status of external water filters replacement is not known at this time. The gauges readings were 45-50psi in static mode. However, the device is not as yet available for evaluation, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during reprocessing the device cycle time was 31 minutes which needed to be reduced. There is no patient involvement.